Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had stopped recording the boluses and basals. It displayed the numbers on the screen but did not record the information. No blood glucose reading was given. The customer was at the doctor's office and they were unable to see any of the insulin pump data. The customer was unable to complete troubleshooting at the time of the call and was advised to have his doctor call back for assistance.